Manufacturer narrative:
Further investigation revealed corrosion damage to the motor cartridge and other component parts. Rotor rub, damaged spindle housing and corroded motor cartridge was identified as the probable cause of the failure. The damaged parts were replaced; preventive maintenance done and the device was repaired and returned to the customer.

Event description:
The stryker core impaction drill was sent in for repair and it overheated during testing. No adverse consequence was associated with the event.